Event description:
It was reported "surgeon needed to remove broken screws in pt. The pt was a very large obese man implanted at l5/s1. The sacral screws were the ones that broke. The dr believes he should have implanted larger diameter screws due to pt weight."

Manufacturer narrative:
Lot # o51435 was also referenced in this event, it is unk which, if any, of the devices may have caused or contributed to the event.